Event description:
Discordant high sodium (na) results were obtained on a dimension xpand plus with hm system for two patients. The discordant results were not reported to the physician(s). The same samples were repeated on the same instrument and the repeated results were reported to the physician(s). There were no reports of adverse health consequences or known patient intervention due to the discordant sodium results.

Manufacturer narrative:
The siemens technical support center (tsc) was contacted by the customer. The tsc analyzed the instrument data and determined that the cause of the discordant sodium results were due to user error: sample handling. The tsc recommended that the customer follow proper pre-analytical sample handling procedures including mixing of the sample after phlebotomy to ensure complete dispersion of the anti-coagulant or clot activator throughout the sample. The tsc also determined that the instrument functioned properly during the event and generated an integrated multi-sensor technology (imt) insufficient/excess diluent in port error. The instrument is performing within specifications. Further evaluation of the device is not required.